Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40-50 mg/dl resulting in "shaking". Low bg cause was not known. Customer required assistance from spouse who provided and assisted customer in consuming juice to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.